Event description:
During the complaint investigation, a used list #ch-14, chemoclave® vented bag spike was received from the customer as inserted into a collapsed semi-rigid infusion bottle of chemotherapy. There was evidence that the side port filter had wetted out during use. This kind of filter compromise can result in erratic flow and leakage. The filter vents did not have any visual holes, tears, or other damage that would have been related to assembly or manufacturing. The probable cause of the observed erratic filter vent performance (and the filter being wetted out) is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. This report reflects the third of five events reported. The original event reported by the customer involved a chemoclave® vented bag spike. The customer reported the device was unable to infuse smoothly when used with a pp bottle of chemotherapy medicine. Although the event occurred during patient infusion, there was no adverse event/patient harm and there was no delay in critical therapy.

Manufacturer narrative:
The following items were received from the customer for investigation: one used list #ch-14, chemoclave® vented bag spike; lot #unknown. One used list #unknown, 0.9% nacl 500ml semi-rigid bottle; lot #unknown. Taxol solution residuals were observed in the used device and the returned mating device. The used list #ch-14, chemoclave® vented bag spike was inserted into a collapsed semi-rigid infusion bottle of chemotherapy. There was evidence that the side port filter had wetted out during use. This kind of filter compromise can result in erratic flow and leakage. The filter vents did not have any visual holes, tears, or other damage that would have been related to assembly or manufacturing. The probable cause of the observed erratic filter vent performance (and the filter being wetted out) is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. A device history record review (DHR) could not be conducted because no lot number was identified.